Event description:
It was reported the patient sought medical attention at a doctor¿s appointment with an allergic skin reaction that occurred at the pod¿s application site (abdomen) after wearing the pod for less than an hour. The patient reported that they developed a rash at the site which then developed into scabs. The doctor confirmed this was an allergic reaction and prescribed hydroxyzine and topical triamcinolone cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.